Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. Fse reported observing a bent pipettor 4 and a leaking precision pump. Fse replaced the sample probe and rebuilt the precision pump and performed periodic maintenance (pm) activities. Post repairs, the system performance was verified with pipettor matching, carryover tests, system check and high sensitivity system check, and a 20 point precision study. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of this event is a hardware malfunction. Multiple hardware interventions which could have potentially resolved the failed system checks were undertaken. It cannot be determined which specific intervention did resolve the issue and it cannot be determined which specific component/s failed to function as designed.

Event description:
The customer reported obtaining 5 elevated non-reproducible patient samples for troponin I (access accutni +3) on their unicel dxi 800 access immunoassay system, serial number (B)(4). There is no information on the results for patient #1. Patient #2 had an initial result above the assay's normal reference range. This sample was analyzed using an alternate unicel dxi 800 access immunoassay system, serial number (B)(4), and a result within the assay's normal reference range was obtained. Patient #3 had an initial result above the assay's normal reference range. This sample was analyzed using alternate unicel dxi 800 access immunoassay system, serial number (B)(4), and a result within the assay's normal reference range was obtained. Patient #4 had an initial result above the assay's normal reference range. This sample was analyzed twice using alternate unicel dxi 800 access immunoassay system, serial number (B)(4), and both results were lower than initial results; however above the assay's normal reference range. Patient #5 had an initial result of above the assay's normal reference range. This sample was analyzed using alternate unicel dxi 800 access immunoassay system, serial number (B)(4), and a result within the assay's normal reference range was obtained. The customer stated the initial non-reproducible access accutni+3 results were not reported from the laboratory. The customer stated there was no change or impact to patient treatment in association with the access accutni+3 results. Samples were drawn and collected in lithium heparin separator tubes. Samples were centrifuged at 3600 revolutions per minute (rpm) for ren (10) minutes at room temperature. The customer reported a system check failure during guided troubleshooting with customer technical support; hence a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.